Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: could you please clarify if was part of the planed procedure? Yes, the procedure was originally posted with a diverting ileostomy. If not, please provide more details was there a change in the procedure? The only change was that the procedure converted to hand assisted laparoscopic, rather than finishing robotically. Could you please clarify if there were any patient consequences? There were no patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? To my knowledge, there was no change to the patients post-operative care. Was the decision to switch to hand-assisted associated to cdh29p device or was this preplanned as well? Associated to cdh29p, not preplanned. What were the indications for surgery? Unsure did the patient receive any preoperative chemotherapy or radiation? Unsure what healthcare professional fired the device and what is his/her experience with the device? The sa fired the device and has done so in the past. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unsure, but believe middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 360 degree revolutions was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes, and both were complete and intact were there any issues noted with staple formation? No

Event description:
It was reported that during a robotic lar he could not properly attach the anvil to the device trocar. Each time he tried to connect the two, the anvil would separate from the device trocar once the adjusting knob was turned approximately 1- 1 1/2 revolutions clockwise. It was stated that the orange band was exposed and visible on the device trocar. Also, there was nothing hindering or preventing the locking springs from opening. The trocar was placed in the proximal colon using the ancillary green trocar and a triple staple technique. After a few unsuccessful attempts, dr. (B)(6). Decided to open another cdh29p stapler and re-do the anvil in the proximal segment. The new stapler was then fired to create the end-to-end anastomosis. A successful air leak test was performed, and the patient received a diverting ileostomy. A drain was also placed.